Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance on the lead and some far-field sensing. The clinician was able to program the device to alleviate the far-field pacing. The lead remains in use. No patient complications have been reported as a result of this event.